Event description:
It was reported that patients ipg was not working as intended. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device was not released by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.